Manufacturer narrative:
Other (partial deployment). A visual examination of the returned device found that the outer sheath was retracted from the tip by 5mm, the distal handle was fully retracted and the inner lumen was exiting at the guidewire access port. A functional analysis noted when the distal handle was moved distally, then retracted, the inner lumen exited again at the guidewire access port; the outer sheath could not be retracted. The shaft was dissected, the inner lumen was found to be kinked where it exited the guidewire access port. The root cause of the malfunction is undetermined; however, it is likely related to operational context. A review of the device history record for the pertinent lot was performed; no anomalies related to the reported complaint were noted. A search of the complaint database revealed no additional complaints reported for this device lot.

Event description:
It was reported to boston scientific corp. That a rapidexchange wallstent biliary endoprosthesis was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in 2008. According to the complainant, during placement of the stent in the cholecocus, the nurses could not get the stent to release and the physician had a difficult time removing the stent with the delivery catheter. Another rapidexchange wallstent biliary endoprosthesis was used to complete the procedure. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported as "stable". This medwatch report was initiated upon review of the device evaluation and investigation report, at which time it was determined that the malfunction is a reportable event.